Manufacturer narrative:
(B)(4).

Event description:
The patient experienced an underdose. The pump was refiled on (B)(6) 2011 and the pt remained hospitalized for tests. They found the catheter was leaking a small amount. They gave the patient a morphine bolus. The patient was not doing better. A pump and catheter replacement was planned. The device system was used to delivery morphine. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.